Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed due to damage on the cable unit. In addition, the device evaluation found water leak in the cover unit. A device history review was completed, and no issues were identified. Based on the results of the investigation, a definitive root cause cannot be identified.the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the camera head cable has false contact (disconnection) at the camera head. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the camera head cable has false contact (disconnection) at the camera head. There were no reports of patient harm.